Manufacturer narrative:
(B)(4). The incorrect catalog number and complaint description were initially reported in error. With the new information received, this was determined to be a non-reportable event, thus, the MDR submitted on 12/11/2017 was submitted in error.

Event description:
The customer alleges the user tried to insert the catheter through the swg (spring wire guide), the catheter did not advance over the swg. A new kit was opened and the procedure was completed successfully.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the user tried to insert the catheter through the swg (spring wire guide), the catheter did not advance over the swg. A new kit was opened and the procedure was completed successfully.